Event description:
This report is being filed because the name of the initial reporter has been provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms. The shock impedance has been trending high; however, this is a single coil rv lead. The physician is aware and is monitoring. The device was checked and there were no other issues or concerns noted. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms. The shock impedance has been trending high; however, this is a single coil rv lead. The physician is aware and is monitoring. The device was checked and there were no other issues or concerns noted. This product remains in service. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to normal battery depletion (nbd) approximately 5 years later. During the procedure, a shock vector breakdown was performed on the new ICD and chronic right ventricular (rv) defibrillation lead with the following results: rv coil to can = 153 ohms, right atrial (ra) coil to can = 185 ohms, coil to coil > 200 ohms, and triad > 200 ohms. Technical services (ts) reviewed troubleshooting options and possible causes. The physician decided to keep the chronic rv lead, and changed the shock vector from distal coil to can. The rv lead remains in service. No adverse patient effects were reported.

Event description:
This report is being filed to provide the updated conclusion code based on trend analysis.